Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle of the angled inserter had cracked. No further information can be obtained.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device confirms the complaint of the radel handle cracking. All parts were returned and none were left in the patient. A complaint database search of the provided product code identified similar reports. Due to the lack of any patient harms associated with this failure mode, no further action is required. Continue to monitor via (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.